Manufacturer narrative:
Summarized patient outcomes/complications of comparison of clinical and echocardiographic outcomes between mini-thoracotomy transatrial lux-valve transcatheter and surgical tricuspid valve replacement were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, prior left-sided valvular surgery, prior tricuspid valve annuloplasty, prior permanent pacemaker, atrial fibrillation. Some of the complications reported were surgical intervention (pacemaker), unexpected medical intervention (blood transfusion, ECMO, iabp), hospitalization, stroke, renal failure, bleeding, sternal wound infection, heart failure, paravalvular leak these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: comparison of clinical and echocardiographic outcomes between mini-thoracotomy transatrial lux-valve transcatheter and surgical tricuspid valve replacement.

Event description:
The article, "comparison of clinical and echocardiographic outcomes between mini-thoracotomy transatrial lux-valve transcatheter and surgical tricuspid valve replacement", was reviewed. The article presented a prospective, single center study to compare clinical and echocardiographic outcomes between patients who underwent mini-thoracotomy transatrial lux-valve transcatheter tricuspid valve replacement (ttvr) and those who underwent surgical tricuspid valve replacement (stvr). Devices included lux-valve, medtronic bioprosthetic valve, sorin carbomedics, st. Jude mechanical valve, and medtronic mechanical valve. The article concluded the mini-thoracotomy transatria lux-valve ttvr has a higher incidence of paravalvular leaks and a lower rate of pacemaker implantation than stvr, with similar 30-day and one-year mortality rates. In some respects, mini-thoracotomy transatrial lux-valve ttvr may be a feasible and safe treatment option for specific populations, or it could potentially serve as an alternative therapy to supplement conventional stvr. Further follow-up is required to assess differences in long-term clinical outcomes and valve durability. [The primary and corresponding author was zhenxing sun, department of ultrasound medicine, union hospital, tongji medical college, huazhong university of science and technology, wuhan, china, with corresponding email: sunzhenxing@hust.edu.cn]. The time frame of the study was from 2019 to 2022. A total of 88 patients were included in the study, of which 5 (5.7%) received an abbott device. For the ttvr group, the average age was 67.7 years and the gender majority was female. For the stvr group, the average age was 52 years and the gender majority was female. Comorbidities included hypertension, diabetes, prior left-sided valvular surgery, prior tricuspid valve annuloplasty, prior permanent pacemaker, atrial fibrillation.